Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (vasopressin 0.4 units/ml at a rate of 6ml/hr with volume to be infused of 40ml) in the intensive care unit . The infusion was started at 11:02 am. At 12:32pm the pump alarmed for upstream occlusion and stated that 8.9 ml had infused. At 12:33pm the pump alarmed air-in-line indicating that the bag was empty, which the nurse confirmed the bag as empty. The pump indicated only 9 ml had been infused out of the total 40ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the over infusion. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during flow rate testing. The device was found to deliver within specification at test rates as well as customer provided infusion parameters of 6 ml/hr with a volume to be infused of 6 ml. The device was determined to meet all product specifications related to the reported event. The reported over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.